Manufacturer narrative:
Evaluation results: lack of information (no operative notes available, device discarded). Inherent risk of procedure (infection, arterial and venous occlusion). Patient's condition affected effectiveness of device ( development of pseudo aneurysms). Evaluaiton conclusion: device failure lack of effectiveness related to patient condition (development of pseudo aneurysms).

Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported the patient was diagnosed with some sort of bacterial infection 18 months after the stent graft implant and the limb of the device had thrombosed resulting in ischemia and claudication. Pseudo aneurysms were also reported to have formed. Another manufacturers' illiac extension stent graft was implanted; however, 1 month later, all the stents grafts were explanted for an unk reason. The explanted stent graft were discarded. Additional information was requested, but none has been received to date. No additional clinical sequelae were reported and the patient is alive.